Manufacturer narrative:
Concomitant product: 0155 lead implanted: (B)(6) 2006.

Event description:
It was reported that during implant, the left ventricular (lv) lead was bending and the lead was unable to pass through the stenosis area. In addition, pacing failure and elevated threshold were detected. The lv lead remains in the placement site and it was determined that device functions would only be used. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.